Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Functional analysis of the pump confirmed that the pump successfully primed and flowed within specification. The unit flowed at 94% efficiency. No issue was found with the pump. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending evaluation of return device. Internal complaint #: complaint (B)(4).

Event description:
Clinical specialist reported a prometra ii pump that was explanted due to alleged underinfusions. It was reported that, "the patient never felt any pain relief." On (B)(6) 2020, the patient went for the first refill and a volume discrepancy was observed. Expected: 13.325 mls, aspirated: 19.1 mls. On (B)(6) 2020, a cap study was performed and results showed a patent catheter. On (B)(6) 2020, the patient went for a refill and a volume discrepancy was observed. Expected: 11.524 mls, aspirated: 19.1 mls. It was reported that the patient did not have any mris or traumas to the pump site. No error codes were present on the pump. All programmers used were (B)(4). Pump was explanted on (B)(6) 2020.